Manufacturer narrative:
According to the additional information received during investigation, the staff member noticed that they were being exposed to radiation and left the room immediately. At the time this complaint was received, philips did not have enough information to exclude the potential for serious injury and as such the complaint was reported. Since that time additional information was received which confirmed that there were no deterministic effects of the exposure. Additionally, if the issue were to recur, the user is informed via visual and audible indicators when the system is emitting radiation which is a clear indication to take action to prevent additional exposure. For this reason, the level of exposure in these scenarios would likely be of a short duration and therefore not likely cause or contribute to death or serious injury. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. (Device) problem code was corrected.

Manufacturer narrative:
The investigation into this complaint has been reopened to correct the catalog item identifier as 722224.

Event description:
Philips received a report that during a coronary angiogram procedure, the x-ray indicator light turned off when the injector was connected but not armed. This led to a staff member, who was not wearing personal protective equipment (ppe), being exposed to radiation due to the assumption that the x-ray was inactive. The procedure was completed as planned without any impact to the patient. The report indicated that the staff member was harmed by the radiation; however, no further information regarding the harm has been provided to date. An investigation into this complaint has been initiated by philips.